Event description:
It was reported the personal diabetes manager (pdm) displayed suggested an incorrect bolus. The patient reported that their patient's blood glucose levels reached 257 mg/dl and the suggested bolus was 0 units. The patient reported their target glucose level was 110 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.